Manufacturer narrative:
Results of device evaluation indicated that the AED performed as designed and a potential battery failure may have contributed to the occurrence of a battery vent during AED self-test. Failure analysis is in process and results will be provided in the follow-up reports.

Event description:
Customer reported that the AED battery vented while inside the car.